Manufacturer narrative:
See MFR. Report #3004209178-2016-03886, #3004209178-2016-03887, and #6000153-2016-00710 regarding previous device replacements of the patient. (B)(4).

Event description:
A patient implanted for urinary dysfunction and gastrointestinal/pelvic floor reported having three surgeries related to the device/therapy in 2015. She had one on (B)(6) 2015, one in (B)(6) 2015, and one on (B)(6) 2015. The patient reported having had a lot of machines since 2008 and having her leads changed four times. She kept getting her devices replaced because it was better than peeing on herself every time she moved or wearing protective garments. No clear issue, potential event cause, symptoms, troubleshooting, or outcome were reported regarding this event. Further follow-up is being conducted to obtain additional information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Patient reported that after the previously reported surgeries she has had a few days of pain. The patient stated that she "endures it because it is worth it." The patient also reported a stroke prior to implant which causes her to forget things occasionally. Patient status is unknown at the time of this report.